Event description:
It was originally reported by the physician's office that the patient had high impedance and was referred for a full revision as the patient had experienced her first breakthrough seizures in 4 years. Clinic notes were also received which contained a dictation of the patient's x-rays and had noted that no cause for the patient's high impedance could be seen on the images. Clinic notes from the following week show that the vns was tested and no high impedance was observed at that time. An implant card was later received which showed the patient had undergone replacement surgery on (B)(6) 2016. However, it was noted only the generator was replaced. There was no explanation on why the lead was not replaced. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis (pa) for the returned generator was completed. An end of service warning message was observed and found to be associated with the output current being disabled by the generator. Burn marks were observed on the generator case indicating the generator may have been exposed to an electro-cautery tool during device explant, which would most likely be the cause of the pulse disabled status when received as the device was able to be reset and was not depleted. Although the allegation of increased seizures could not be evaluated in the pa lab, proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. The reported high impedance due to a suspected generator issue was not duplicated in the pa lab. Various electrical loads were attached to the generator and results of the diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24 hours while placed in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The generator diagnostics were as expected for the programmed parameters. Additionally, a comprehensive automated electrical evaluation showed the generator performed according to functional specifications.

Manufacturer narrative:
Brand name; type of device; model #, serial #, lot #, exp. Date: UDI #; if explanted, give date; corrected data: device manufacture date; corrected data: this information was inadvertently incorrectly reported on the initial MFR. Report.

Event description:
It was later reported the lead was not replaced as no high impedance was found upon interrogation of the vns on the day of surgery and no high impedance was found after placing the new generator onto the existing lead. The explanted generator was received for analysis by the manufacture. Device analysis is expected but has not been completed to date. The suspect device, lead, was not explanted and was not returned for analysis.